Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading as 330 mg/dl at the time of the event. The customer was also suffering from an infection. The phone call was disconnected before troubleshooting could be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluson can be drawn at this time. We therefore consider this report complete to the best of our knowledge.